Event description:
It was reported that during a cholecystectomy procedure, the surgeon was about to use the device to clip the cystic duct and artery but the clips did not close. The clips came out of the device but never fully closed. He replaced and continued the surgery with a similar product. Surgery was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.